Manufacturer narrative:
To date, several attempts have been made to obtain add'l info on the event, no responses were received. The serial number is unk, therefore, the date of manufacture cannot be determined. It is unk how the device was used, environment of care surrounding the report event, and what variables may be related to the reported pt condition. The product labeling indicates that invos rso2 index values may not represent absolute venous oxygen saturation or reflect oxygenation disturbances that occur elsewhere.

Event description:
Covidien received a report alleging that the device was providing readings of 80-90 while pt was having deep brain oxygenation issues.